Event description:
It was reported that the pta balloon would not fully inflate and a leak was observed at the bifurcate hub of the guidewire lumen and inflation lumen. The balloon could not be fully deflated and was removed through the introducer sheath with strong resistance. Another pta balloon dilatation catheter was used to complete the procedure. There was no report of injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number gfue2779. The device was returned for evaluation. The balloon was inflated with air under a warm water bath. Upon inflation, bubbles were observed exiting from the connection between the inflation extension leg and the bifurcate. The complaint investigation is confirmed for a glue fillet leak at the connection between the bifurcate and the inflation leg extension. It was reported that the balloon could not be fully deflated and there was strong resistance removing the balloon catheter from the sheath; however, the sample could not be tested for deflation issues because full inflation could not be performed due to the leak. The investigation is inconclusive for sheath compatibility as the original sheath was not returned. The definitive root cause for this event is unknown. The current IFU (instructions for use) states: warnings: do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.